Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager latch was not opening properly. The latch was snagging inside the remote manager, would not open, and had to time out to stop. The registered nurse was unable to remove medications for intensive care patients. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the latch had been snagging inside the remote manager. A field service engineer (fse) replaced the latch for the remote manager, applied conductive grease, and checked the harness and all cabling. The remote manager appeared responsive, and fse performed the final test. The system functioned as intended after the field service engineer repaired the device.